Manufacturer narrative:
(B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
The customer advised the tubes did not fill up to the correct level [underfilled]. The customer supplied additional information that the claimed error only occurred with two phlebotomists when safety blood collections sets were used. Further education by their supervisor will be provided.